Manufacturer narrative:
The specimen was collected in a 13x75mm edta vacutainer tube and sampled within 1-2 hours of collection. The specimen was stored at room temperature. Qc was performed before the event and recovered within assay ranges. Service was not dispatched for this event. Raw data analysis showed; the attached sample has blasts (6% and 10% by two different readers). The diff algorithm did not report any suspect flags at all sensitivity levels. The populations on the histograms look normal. The shapes are round and they are tightly clustered. There are a few noisy events in high volume areas or in between populations, but not significant enough to trigger a blast flag. The wbc histogram from the cbc module also shows no significant abnormally related to blasts. Per product labeling, beckman coulter inc., does not claim to identify every abnormality in all samples. The root cause is unknown.

Event description:
A customer contacted beckman coulter inc, (bci) reporting that the coulter lh 750 analyzer did not flag for blast cells on a known pregnant blast patient. Manual review showed 6% blast cells present. Manual differential results were not provided. The erroneous results were not reported out of the lab because the patient has a history of blast cells present and the results were held until a manual differential was performed. There was no death, injury or change to patient treatment as a result of this event.